Event description:
It was reported that the patient indicated charging more than expected. It was noted that the implantable neurostimulator (ins) had not been holding a charge for the "last couple months." It was noted that the event had been a slow decline getting gradually less and less time out of the battery. The patient reportedly used to get two weeks out of a charge, then one week, and at the time of report the patient was depleted in one day. It was also noted that at the time of report it took longer to charge the ins battery than it had in the past. It was reported that there were impedance readings of <(><<)> 150 ohms on contact pair 12-15. Group impedances showed <(><<)> 50 ohms with > 35 ma. It was noted that the patient was reprogrammed. It was noted that the patient had 3 leads and very targeted stimulation. Reprogramming would be attempted. Additional information received four days later reported that electrodes 12 <(>&<)> 15 were suspected electrodes for a possible short circuit. It was noted that no interventions had taken place. It was noted that reprogramming was performed and the patient was receiving "satisfactory stimulation." If additional information is received, a supplemental will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3888-33, lot# v159751, implanted: (B)(6) 2008, product type lead; product ID 3888-33, lot# v159751, implanted: (B)(6) 2008, product type lead; product ID 3888-33, lot# va09n0l, implanted: (B)(6) 2013, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37082-40, serial# (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).